Event description:
The customer reported will not give 3 or 12 lead ECG reading. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported will not give 3 or 12 lead ECG reading. There was no reported adverse pt impact. The philips field svc engineer evaluated the device and ECG cables and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(6) 2011 the customer has not reported any further trouble with this device.